Event description:
Intera oncology received a comment that was posted to one of our facebook ads promoting the patient connect program on (B)(6) 2025, at 2:51pm and says, "I had one of those and had to get it removed because it got infected and wouldn't heal". Intera oncology marketing department took a quick look at the customer facebook page and doesn't seem to have any other posts related to hai or the pump.

Manufacturer narrative:
Intera oncology reviewed the allegation made by the customer in facebook. We made two attempts by informing the customer in facebook to send the feedback to quality@interaoncology.com. To date, patient has not responded to the facebook post or email their feedback to quality@interaoncology.com. In addition, intera oncology reviewed our patient tracker, and the name of the reporter is not listed in it. The device history record couldn't be reviewed due to the customer not providing intera oncology with the device serial number. Bacterial infection is a known adverse event on the labeling of the intera 3000 pump. The causes of this incident are inconclusive. Therefore, if the customer provides us with updated information, we'll submit a supplemental report.